Event description:
The customer observed elevated architect ca19-9xr results which were not consistent with the patient's history when reagent lot 08852m500 was in use. The customer stated there was no issue with quality controls. The customer provided an example of the falsely elevated results in u/ml as follows: (B)(6) reagent lot 08852m500 = 32.1, reagent lot 10727m500 = 9.8. The issue was resolved when the customer changed the lot of reagent. The elevated results were reported to the medical provider, however, there was no adverse impact to patient management.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.